Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that infusion sets cannula needle guard was left on within 3 hours of insertion. The insertion site was abdomen. High blood glucose level was 311 mg/dl and treated by correction injection via multiple daily injection. No further information was available.